Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device, and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and failed. Share data log was reviewed and loss of connection was observed on the issue date. The reported customer complaint was confirmed. The root cause was determined to be a defective transmitter.